Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received several pump errors yesterday and her insulin pump restarted. The customer blood glucose level was 11.1 mmol/l. Customer stated they checked the alarm history she received the same pump error. Customer stated the hrm task did not grant motor power in reasonable time error alarm occurred on second occurrence. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin pump error alarms noted during testing.